Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 500 mg/dl. The customer treated their blood glucose levels with manual injections. The customer stated that they experienced multiple no delivery alarms form their insulin pump. The customer was assisted with trouble shooting and was advised to change the entire set. The customer ran high pressure test and the device alarmed no delivery. The customer felt symptoms of vomiting and ketones. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a corroded battery tube, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, broken battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.